Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the ratchet needed fixed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on july 6, 2017 revealed that the serial number plate was destroyed. The comb was damaged, the side plates were gouged, the ratchet was frozen, the guide block was damaged, and the ball detent was worn. The calibration on test mesh could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) was evaluated by zimmer biomet (B)(6) and was found to not produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 6, 2017 which included replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the ratchet was frozen. It was also noted that comb, side plates, guide block, serial number plate were damaged. The root cause that the ratchet needed fixed and the comb, side plates, guide block , serial number plate were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet on handle needed fixing. No adverse events have been reported as a result of this malfunction. Investigation results showed that the comb was damaged.